Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker is suspected of exhibiting behavior consistent with a premature battery depletion. The remaining battery longevity in (B)(6) 2019, was thirteen years. The remaining battery longevity in (B)(6) 2021, was four years five months. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. A technical service (ts) consultant reviewed the engineering device analysis, and confirmed an increase in the power consumption. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received that a revision procedure was completed. A new device was implanted. The device has been returned, and analysis is complete.

Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker is suspected of exhibiting behavior consistent with a premature battery depletion. The remaining battery longevity in april 2019, was thirteen years. The remaining battery longevity in may 2021, was four years five months. The physician will monitor the patient closely. A technical service (ts) consultant reviewed the engineering device analysis, and confirmed an increase in the power consumption. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported.